Event description:
Litigation papers allege patient suffered chronic pain which negatively affected her ability to move, walk and sleep; caused her to incur huge medical expenses since she had no medical insurance; injured by excessive levels of chromium and cobalt. **update** (B)(6) 2011 - plaintiffs preliminary disclosure form was received which identified part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 8/26/16 medical records received. After review of the medical records for MDR reportablity. The patient had resurface asr hip implanted doi: (B)(6) 2007 and then was revised/converted to total hip dor:(B)(6) 2008 to address a femur fracture.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.